Event description:
It was reported that during meniscus repair surgery ,t1 and t2 were deployed simultaneously. All ts were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 were deployed simultaneously.¿ t1 and a partial segment of suture were returned. The end of suture was torn where t1 would be located. The depth limiter was attached and is very slightly flared. The delivery needle showed no damage. The device cycled or actuated as expected. No root cause was confirmed. Occurrences are monitored through surveillance.